Event description:
On (B)(6) 2021 a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2021 the patient was currently in the hospital at the end of life stage and a buried bumper syndrome was found. A physician was planning on replacing the current tube with a tube with 3 entry points to continue duodopa therapy.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. At the time of report, the device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.